Event description:
It was reported that two days post implant, the patient's right ventricular (rv) lead dislodged. The lead was explanted and replaced. As well, the patient's right atrial (ra) lead dislodged. It was noted that the lead had diminished sensing and thresholds were rising. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.